Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the doctor was putting the screw in to the bone when the very tip of the screwdriver broke off of the screw shaft. The broken tip was left in the head of the screw. It was flush with the screw head. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.